Event description:
Complainant alleged that the medics were attempting to monitor pt who was in cardiac arrest but, were unable to acquire a heart-rhythm after attaching 2 sets of defibrillation pads. The medics then attached ECG monitoring electrodes however, the detected signal was extremely noisy and full of artifact. A separate team of medics who arrived on scene attached a competitors device and connected it to the pt via a fresh set of a competitors brand defibrillation pads received a signal full of artifact as well. The pt subsequently expired.